Event description:
The patient reported that they were not sure whether or not the reason of their uti's not clearing up was because of their mesh. They also had headaches. The patient also reported that their previous mesh was infected and had to be replaced. (B)(6) 2016: the patient reported they had pain during their uti and they had to lie in different positions all of the time to try to get comfortable. The patient also reported that the side of their vagina where it meets the leg stung like they got scratched really hard. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).